Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical alarm indicating a failure in the turbine module. The ventilator was investigated on site and the fault was isolated to the turbine module which was replaced and returned for investigation. After the turbine module was replaced, the ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module has reproduced the technical alarm for the turbine module as described in the customer issue. The alarm was generated after ventilating on a test lung for 27 hours. Pre-use check was performed before and after ventilation with successful results. An evaluation of the received device logs could also confirm the event. Our investigation concluded that a defect turbine in the turbine module caused the unit to generate a technical alarm. A technical error indicating timing issues with the turbine control was detected in the device logs. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
It was reported that reported that the ventilator generated a technical error indicating a turbine module failure during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).